Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon review of episodes stored on the patient's implantable cardioverter defibrillator, it was determined the patient was experiencing a junctional rhythm with intermittent undersensing of the atrium. Due to the undersensing, the device had incorrectly binned the rhythm as ventricular tachycardia. No programming changes were made, and the device would continue to be monitored.